Event description:
Event description boston scientific received information from the patient that this right ventricular lead had shorted out due to insualtion damage; however, the decision was made to leave the lead in service. During transport to the recovery room, the patient became unconscious. A second procedure was performed, confirmaing the lead has come loose. The lead was then surgically abandoned and replaced.